Manufacturer narrative:
No kit lot number was provided for a specific investigation. No sample was returned for further testing, and no additional information was provided. A review of complaint trends revealed that all of the alere determine hiv ½ ag/ab combo lots are performing according to label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that the device is performing within labeled claims.

Event description:
A customer reported a (B)(6) with the alere determine hiv 1/2 ag/ab combo test on a fingerstick blood sample. The test strip line was reported as "(B)(6)" . Because the first test result was so faint, the test was repeated with fingerstick whole blood and a similar result was obtained. A confirmation test, not otherwise specified, was (B)(6) for (B)(6) as well as (B)(6). There is insufficient information to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown. The exact date of occurrence was not provided. No device lot number was provided. Attempts to gain additional information were not successful.